Event description:
Reason for revision unexplained. Oxford scoring 16/44.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Reason for revision and/or additional event information has not been provided to customer quality. A search of the complaints databases finds one other report against the 2465039 lot code for an infection. The previous investigation found the root cause to be not applicable as the device was unlikely to have contributed to the reported infection. A review of the device history records for product number 136552000 lot number 2465039 found no anomalies. The complaints database search found no other reports against the b95e91000 lot code. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.